Event description:
Advanced bionics was made aware that the pt developed a fluid filled area directly above the implant. The fluid was aspirated and tested positive for (B)(6). A CT scan has been scheduled; and another aspiration will be performed and sent for testing at the same time. There is no report of impact or falls on the site. Advanced bionics is currently in the process of gathering more info; once more info is obtained a supplemental report will be submitted.